Manufacturer narrative:
Additional information: the customer reported lot # 128545 is related to four (4) out of the twelve (12) false negative results. As it is unknown which results are related to this lot, the lot was reported for all 12 mdrs. The manufacturing records and quality control release testing was reviewed for test kit part number 195-000/lot: 128545, test base part number 195-430/lot 126101. The lot met the required release specifications. The required intake information to enable further investigation, such as the kit's lot number, was not provided for 8 of the false negatives and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128910 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128910 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Mdrs associated with this case include: 1221359-2021-00585. 1221359-2021-00587. 1221359-2021-00588. 1221359-2021-00589. 1221359-2021-00590. 1221359-2021-00591. 1221359-2021-00592. 1221359-2021-00599. 1221359-2021-00594. 1221359-2021-00595. 1221359-2021-00596.

Event description:
The customer reported a false negative result with a direct nasal testing binaxnow covid-19 ag card test assay performed on (B)(6) 2021. No repeat testing took place. Confirmation testing with nasal swabs with pcr generated positive results;CT values not provided. The customer stated the patient was not symptomatic and confirmed that there was no death or serious injury based on the binaxnow coivd-19 ag card assay results. The patient's treatment was delayed based on the binaxnow covid-19 ag card test assay by two days. No patient information, including symptoms, treatment or outcome provided. Due to the risk of a false negative result leading to possible exposure to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information/corrected data: reference MFR. Report numbers: 1221359-2021-00640, 1221359-2021-00586, 1221359-2021-00588, 1221359-2021-00589, 1221359-2021-00590, 1221359-2021-00591, 1221359-2021-00592, 1221359-2021-00594, 1221359-2021-00595, 1221359-2021-00596, and 1221359-2021-00599.